Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No screen scrolling on its own noted. No moisture damage found on electronics assembly. Unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The device had cracked battery tube threads and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 55 mg/dl; treated with a snack. Troubleshooting was not able to resolve the issue. The device was returned for analysis.